Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose was unknown mg/dl. Customer is calling back because replacement battery cap did not resolve the issue. The customer stated that she has to change the battery every 2-3 days like her set. The customer was advised that the device need to be replaced. The customer was instructed to return the device with battery cap and batteries intact and to zero out basal rates.

Manufacturer narrative:
The insulin pump was received with high idle current due to open trace on the lcd driver. No unexpected off no power, low battery, failed battery test or battery out limit alarms noted during our testing. The insulin pump has minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.